Event description:
A patient reported experiencing inaccurate erratic results with an otu meter. The patient's blood glucose results were 250mg/dl, 220mg/dl, 134mg/dl, 126mg/dl. Tests were done within less than 10 minutes with a difference of 33%. Patient did not experience any adverse events. No further information has been reported.